Event description:
A patient reported the device worked well for 2 days after being implanted, then she started having more leaking and the device was not working quite as well. The patient also mentioned it kind of hurt where the implantable neurostimulator (ins) was. The patient stated she wears the belted shields and she thought the button on it was kind of rubbing in the same place. The patient put a patch over the ins area at the time of the call and it seemed to help. The patient noted it hurt on and off for a week. The patient mentioned that part of the bandages came off in the shower. The patient used the patient programmer(pp), which showed the ins was on and was at 0.5 v. The patient increase stimulation and she felt stimulation in the patch down her tailbone. The patient stated stimulation was in the patch where the wire was, close to her tailbone, but not by her ins, but she felt it lower. The patient decreased stimulation and she then felt it by the tailbone lower than where the ins was. The patient stated when implanted she felt stimulation when they set it for her. The patient stated the therapy worked for 2 days, but she didn¿t feel stimulation. The patient then increased stimulation to 0.6 v and stated she felt stimulation and it was comfortable and she felt it in the bicycle seat area, but not the vaginal area. The patient noted the symptoms were sudden in return. The patient stated the leaking returned on (B)(6). The patient noted the hurting at the ins site off and on for a week, where the button was rubbing on that area started on (B)(6). Additional information from the patient reported the circumstances that led to the stimulation in the tailbone and return of leaking symptoms was maybe a change in activity level following implant. The patient stated that to resolve the return of leaking symptoms and pain at the implant site the healthcare professional¿s nurse changed programming on the device. The patient stated the return of leaking symptoms and pain at the implant site had probably not completely resolved. The patient stated she had to leave town, for several weeks, and they planned to call and maybe increase the stimulation the next week. The patient is implanted for urinary dysfunction /sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported the circumstances that led to the stimulation in the tailbone and return of leaking symptoms was unknown, there was nothing the patient was aware of. The patient stated the steps taken to resolve the return of symptoms and pain at the implant site was the nurse at the healthcare professional¿s (hcp) office reset and changed programs. The patient noted the return of leaking symptoms and pain at the implant site had not really been resolved. The patient noted they left town soon after the nurse changed setting and have been gone for 3 weeks. The patient reported flew and therefore turned device off and back on and when they got there. The patient noted they called and changed setting again on the same program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.